Event description:
A customer reported obtaining "mc probe obstruction errors" on their dxc 600i analyzer. The customer also observed fluid on the sample collection tube caps.

Manufacturer narrative:
A filed service engineer was dispatched. The fse found a faulty 3- way solenoid waste valve on a cap piercer. The solenoid valve was replaced which resolved the issue. This failure (leakage from cap piercer onto tubes) has the potential to cause the generation of erroneous patient results. The manufacturer reference number for this event is (B)(4).